Manufacturer narrative:
Device not returned.

Event description:
It was reported that an asympatomic patient presented in clinic for follow up. Upon interrogation, the right ventricular lead exhibited sensing anomaly. The physician elected to perform a chest x-ray for further diagnostics. The chest x-ray revealed that the lead had microdislodgement. The physician elected to reposition the lead. The lead was repositioned successfully. The patient's condition was good post operation.